Event description:
It was reported that an intermate had a scratch on the housing. The concomitant medical products are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. The reported condition of a scratch on the housing of the device was confirmed through visual examination. The root cause was undetermined; however, the cover material is relatively hard and scratch-resistant and requires a sharp instrument to cause such a scratch. There are no such instruments or sharp edges in the production area. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.